Event description:
It was reported that the patient was in a lot of pain and that the implant was not working. It was noted that the patient wanted to meet with the manufacturing representative. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n237170, implanted: (B)(6) 2010, product type: accessory. Product ID: 37092, lot# 240620003, implanted: (B)(6) 2010, product type: accessory. (B)(4).